Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer and partial kidney removal. Medical intervention was not specified by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: health impact grid. Evaluation method code grid. Evaluation results code grid. Conclusion code grid has been updated. Box b: in previous report adverse event/product problem, outcomes attributed to ae captured wrongly, in this reported updated correctly. Box h: in previous report type of reported complaint captured wrongly, in this reported updated correctly. Box g: 510 k number has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer and partial kidney removal. Medical intervention was not specified by the patient. No patient information was provided. No additional information can be requested at this time.